Event description:
Related manufacturer reference number 1627487-2021-19177. It was reported that lead fracture was observed during an x-ray. Impedance check reveled low impedance on 1 contact. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing lead fractures was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the drg leads were explanted and replaced to address the issue. During the procedure, it was observed the leads to be fractured and frayed at multiple sections. As a result, the leads were removed partially and the rest of the lead fragments remained stuck in the epidural space (related manufacturer reference numbers: 1627487-2022-03228, 1627487-2022-03229). New leads were placed at l3/l4 and therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.